Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('dysfunctional menorrhagia'), gastrointestinal injury ('clear intestinal perforation'), fallopian tube perforation ('essure of right tube perforated, it is observed 1 mm in abdominal cavity') and device breakage ('essure was broken down into pieces') in a 35-year-old female patient who had essure inserted for tubal ligation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus test positive (cytology with koilocytic changes suggestive of human papilloma virus (hpv).) On (B)(6) 2010, cholecystectomy (morbid obesity operated) in 2007, intestinal resection (morbid obesity operated) in 2007, iodine allergy, drug allergy, allergic reaction to analgesics, allergy to synthetic fabric, irregular menstrual cycle, multi gravida, abortion, parity 2, loss of vision, photopsia, morbid obesity, nephrolithiasis, pyelonephritis (since 15 years-old), urinary tract infection, polycystic ovary and dysmenorrhea. No menstrual cramps prior to insertion. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vulvovaginitis ("vulvovaginitis"), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced ovarian cyst ("right ovary endometriotic cyst 3 cm") and hypermenorrhea ("hypermenorrhea"). On (B)(6) 2011, the patient experienced dysuria ("pain in urination"). On (B)(6) 2011, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia") and uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced coital bleeding ("coitorrhage"). On (B)(6) 2013, the patient experienced the second episode of intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2013, the patient experienced menstruation irregular ("irregular menstrual cycle") and dysmenorrhoea ("very painful menstrual cramps"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion intervention required). On (B)(6) 2014, the patient experienced asthenia ("asthenia"), the third episode of intermenstrual bleeding ("metrorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain coinciding with defecation"). On (B)(6) 2017, the patient experienced the second episode of abdominal pain ("intense abdominal pain lasting 30 min, more pronounced at the epigastric level, radiating to the right upper quadrant with a sensation of spasms"). On (B)(6) 2017, the patient experienced the third episode of abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced hydrosalpinx ("left hydrosalpinx"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), complication of device removal ("part of the device still remains in my body"), back pain ("lower back pain / lumbago"), multiple allergies ("allergies involving the whole body"), genital haemorrhage ("haemorrhaging / bleeding"), headache ("strong headaches"), urinary tract infection ("urinary infections"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth health"), gingival disorder ("general deterioration of gum health"), sciatica ("sciatic pain"), fatigue ("general fatigue"), blindness ("loss of vision"), mood swings ("mood swings"), dermatitis allergic ("allergy all over the body") and intestinal perforation ("intestinal perforation"). The patient was treated with calcium, dexketoprofen (dexketoprofeno), diazepam, ferrous sulfate, iron succinyl-protein complex (ferplex), metoclopramide hydrochloride (methoclopramide), minoxidil (minoxidil (for men)), norethisterone (noretisterone), omeprazole, paracetamol, paracetamol;tramadol hydrochloride (tramadol + paracetamol), progesterone, tranexamic acid (amchafibrin), dienogest + estradiol valerate (qlaira), norethisterone acetate (primolut nor) and surgery (essure removal and essure removal subtotal hysterectomy, bilateral salpingectomy,right oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, gastrointestinal injury, menstruation irregular, back pain, multiple allergies, genital haemorrhage, headache, urinary tract infection, alopecia, tooth loss, oral disorder, gingival disorder, sciatica, fatigue, blindness, mood swings, dysmenorrhoea, ovarian cyst, hypermenorrhea, the last episode of intermenstrual bleeding and the last episode of abdominal pain had not resolved and the fallopian tube perforation, device breakage, complication of device removal, dermatitis allergic, intestinal perforation, vulvovaginitis, uterine polyp, coital bleeding, asthenia, hydrosalpinx, endometriosis, dysuria and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, asthenia, back pain, blindness, coital bleeding, complication of device removal, dermatitis allergic, device breakage, dysmenorrhoea, dysuria, endometriosis, fallopian tube perforation, fatigue, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, hydrosalpinx, hypermenorrhea, intestinal perforation, menstruation irregular, mood swings, multiple allergies, oral disorder, ovarian cyst, sciatica, tooth loss, urinary tract infection, uterine polyp, vaginal haemorrhage, vulvovaginitis, the first episode of abdominal pain, the first episode of intermenstrual bleeding, menorrhagia, the second episode of abdominal pain, the second episode of intermenstrual bleeding, the third episode of abdominal pain and the third episode of intermenstrual bleeding to be related to essure. The reporter commented: treatment with qlaira since (B)(6) 2011 (only one month due to liver disease). Gynecology consultation on (B)(6) 2020 occasional spotting.. Last cytology (B)(6) / 2019. Normal examination. Normal ultrasound and normal CT. Endocervical and vaginal exudate are taken for culture. Clinical judgment: no current gynecological pathology. On (B)(6) 2020 consultation for moderate climacteric symptoms, empty sella. Varicose veins lower limbs. On (B)(6) 2020 she has no climacteric symptoms. Normal blood test. Follicle-stimulating hormone (fsh) 15.78, luteinizing hormone (lh) 8.41, estradiol (e2) 225. Hormonal values indicative of low ovarian reserve usually coincides with the onset of menopause. Cytology normal. Ultrasound: normal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kgs. Allergy test - on (B)(6) 2017: negative results for nickel and titanium. Gynaecological examination - on (B)(6) 2011: flat image with irregular edges painful on contact; on (B)(6) 2018: control after essure withdrawal surgery. Examination: cervix well epithelialized; on (B)(6) 2018: examination: non-painful soft and depressible abdomen, normal genitalia and vagina. Non-painful, closed cervical stump. Douglas not sensitive. No adnexal pain. Hysteroscopy - on (B)(6) 2011: normal endocervical canal. Cavity: regular, no polyps, proliferative endometrium. Both essure are observed; on (B)(6) 2014: endometrial cavity with secretory epithelium and frayed algae on the posterior face near the entrance of the cavity. Investigation - on (B)(6) 2018: subtotal hysterectomy with bilateral salpingectomy and right oophorectomy findings essure of right tube perforated, it is observed 1 mm in abdominal cavity. Normal left ovary. Intense syndrome adherent that blocks douglas, encompassing both tubes and rectosigma. Right broad ligament bulging with a tumor about 4 cm in consistency elastic, it seems to depend on the right ovary without clearly identifying it. Pathology test - on (B)(6) 2011: proliferative endometrium; on (B)(6) 2018: macroscopic description: subtotal hysterectomy specimen measuring 6.5x5.5x2.5 cm, externally without relevant alterations. The endometrium is 0.2 cm thick. The myometrium is not observed relevant alterations. The right tube measures 4x0.5 cm, externally and in the cut, the essure device was present without relevant alterations. It shows a cystic lesion measuring 4x3.5x2 cm, the walls are smooth. The thickness of the cyst wall is 0.3 cm. The left tube measures 5x0.5 cm, externally and when cut, the essure device was present without relevant alterations. Pathological diagnosis: secretory endometrium. Uterine tubes: essure device without relevant alterations next to the tube with discrete non-pathological fibrous changes, without other significant findings. Right ovary: follicular cyst. Pregnancy test - on (B)(6) 2013: negative. Smear test - on (B)(6) 2011: smear cervix normal; on (B)(6) 2012: smear cervix normal; on (B)(6) 2013: scamous metaplasia. Ultrasound scan vagina - on (B)(6) 2010: satisfactory placement of essure; on (B)(6) 2011: right ovary endometriotic cyst of 3 cc; on (B)(6) 2011: right ovary with econegative image of functional aspect, the rest is normal; on (B)(6) 2011: endometrial polyp. Essures are seen; on (B)(6) 2011: thickened endometrium. Hysteroscopy: normal endocervical canal. Cavity: regular, no polyps, proliferative endometrium. Both essure are observed; in (B)(6) 2012: unremarkable; on (B)(6) 2013: indifferent uterus, thickened endometrium (17mm), essures can be seen, normal adnexa, no free fluid; on (B)(6) 2014: image compatible with 10 mm polyp; on (B)(6) 2014: indifferent uterus, proliferative endometrium of 5mm, essures are observed, normal ovaries; on (B)(6) 2015: endometrium 2nd. Phase. See essures; on (B)(6) 2017: uterus in suede with scaly endometrium, both visible essures, no liquid free; on (B)(6) 2017: normoinserted essures and normal adnexa; on (B)(6) 2018: retro adenomyosis uterus with heterogeneous endometrium, left adnexal image compatible with 40-mm hydrosalpinx, portion of essure is seen inside the tube, right adnexal aspect normal; on (B)(6) 2018: remaining visible appendage with simple 29 mm negative formation with functional appearance; on (B)(6) 2018: cervical stump with a normal-shaped appearance. No free liquid in douglas. Nothing visible adnexal right. In the left adnexal area, 33x25mm bicameral cystic formation continues to be seen with negative doppler compatible with probable functional formation; in (B)(6) 2019: bladder half full of smooth walls without ultrasound evidence of bladder pathology. Cervix stump with regular contour measuring 30.4 x 28.8 mm. Adnexal pathology is not observed. Route of iliac vessels on both sides without observing adjacent masses or cysts. X-ray of pelvis and hip - on (B)(6) 2010: satisfactory placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the follow information were updated new reporter, patient details, essure tart, stop date, other treatment products, essure surgery removal was updated from gastrointestinal injury to heavy menstrual bleeding, new adverse event added : allergic skin reaction, intestinal perforation, irregular menstrual cycle, vulvovaginitis, hypermenorrhea, ovarian cyst, metrorrhagia, endometrial polyp, coital haemorrhage, abdominal pain, endometriosis, hydrosalpinx, pain in urination, vaginal bleeding. On 14-may-2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('clear intestinal perforation') and device breakage ('essure was broken down into pieces') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Medical conditions: no menstrual cramps prior to insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("part of the device still remains in my body"), dysmenorrhoea ("very painful menstrual cramps"), back pain ("lower back pain"), multiple allergies ("allergies involving the whole body"), genital haemorrhage ("haemorrhaging"), headache ("strong headaches"), urinary tract infection ("urinary infections"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth health"), gingival disorder ("general deterioration of gum health"), sciatica ("sciatic pain"), fatigue ("general fatigue"), blindness ("loss of vision") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the gastrointestinal injury, dysmenorrhoea, back pain, multiple allergies, genital haemorrhage, headache, urinary tract infection, alopecia, tooth loss, oral disorder, gingival disorder, sciatica, fatigue, blindness and mood swings had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered alopecia, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, fatigue, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, mood swings, multiple allergies, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of gastrointestinal injury ('clear intestinal perforation') and device breakage ('essure was broken down into pieces'). In a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Medical conditions: no menstrual cramps, prior to insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("part of the device, still remains in my body"), dysmenorrhoea ("very painful menstrual cramps"), back pain ("lower back pain"), multiple allergies ("allergies involving the whole body"), genital haemorrhage ("haemorrhaging"), headache ("strong headaches"), urinary tract infection ("urinary infections"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth health"), gingival disorder ("general deterioration of gum health"), sciatica ("sciatic pain"), fatigue ("general fatigue"), blindness ("loss of vision"). And mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the gastrointestinal injury, dysmenorrhoea, back pain, multiple allergies, genital haemorrhage, headache, urinary tract infection, alopecia, tooth loss, oral disorder, gingival disorder, sciatica, fatigue, blindness and mood swings had not resolved. And the device breakage and complication of device removal outcome was unknown. The reporter considered alopecia, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, fatigue, gastrointestinal injury, genital haemorrhage, gingival disorder, headache, mood swings, multiple allergies, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: no new information received. Update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('essure system has caused me a clear intestinal perforation') and device breakage ('essure was broken down into pieces') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Medical conditions: no menstrual cramps prior to insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("part of the device still remains in my body"), genital haemorrhage ("haemorrhaging"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of mouth health"), gingival disorder ("general deterioration of gum health"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very painful menstrual cramps"), hypersensitivity ("allergies involving the whole body"), sciatica ("sciatic pain"), back pain ("lower back pain"), fatigue ("general fatigue"), headache ("strong headaches"), blindness ("loss of vision") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the intestinal perforation, genital haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered alopecia, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, intestinal perforation, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.